Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 28mm synergy ii drug-eluting stent was selected and while attempting to put the device into the patient's body, the shaft was broken. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 28mm synergy ii drug-eluting stent was selected and while attempting to put the device into the patient's body, the shaft was broken. No patient complications were reported. Device evaluated by MFR: synergy ii us mr 3.00 x 28mm stent delivery system was returned for analysis broken into 2 sections. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 541mm distal to the distal end of the strain relief and multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.